Event description:
A beckman coulter inc. Field service engineer indicated that on (B)(4) 2011 the lh slide stainer was the source of a burning type odor the tested bridge was being replaced and had a missing set screw for the driven gear when installed. The motor was very tight at the gripper assembly and ultimately became very hot and omitted a burning type odor. There was no report of smoke, flames, arcing or shock. The fire department was not notified and the use of a fire extinguisher was not required. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. (B)(6).

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) perceived a burning smell being omitted from a replacement tested bridge part. The replacement tested bridge possessed an out of box failure. The original tested bridge was repaired. The instrument was returned into service after completion of verified repairs. The root cause of the burning smell was attributed to a damaged tested bridge part.